Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for fluid retention issues resulting in severe fluid volume overload. The patient had generalized swelling throughout their body. The patient had a central venous catheter (cvc) placed and fluid was pulled from the body additional hospital course is unknown. The patient was discharged less than 24 hours after admission. The patient had a one time hemodialysis treatment outpatient at the clinic. The patient used 4/25% solution until the extra fluid was removed. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient event of fluid volume overload. There is no documentation to show a causal relationship between the fluid volume overload and the liberty select cycler. A review of the patient¿s treatment data for the date of this report did not show any increased intraperitoneal volume (iipv). Based on the available information a causal event of the fluid volume overload is unknown at this time. Although a causal relationship could not be confirmed, a temporal relationship between the patient¿s therapy and the event of fluid retention resulting in fluid volume overload remains. Should additional new information be made available this clinical investigation will be reevaluated.